Manufacturer narrative:
(B)(4). Field service specialist (fss) visited the account at the end of may/2018 and upon arrival the hyperopia was reading borderline but within specification. The sphere and block flat were out of specification. Fss performed the slit calibration, sphere then back in specification. There was also a small artifact in the top right quadrant and to correct it the mirror m2 was rotated- artifact no longer there. Fss also performed iris and axis calibrations, a full alignment and the field service checklist, system meets specifications. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and presented on (B)(6) 2018 with induced astigmatism with axis flipped by 90 degrees for the left eye. Patient had re-treatment of left eye on (B)(6) 2018. Best corrected visual acuity (bcva) on (B)(6) 2018. Right 20/20. Left 20/30.